Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient did not experience any consequences.

Event description:
New information received indicating that the patient was stable throughout the procedure.

Event description:
New information received indicated that the patient presented on (B)(6), 2022 for procedure and the device was explanted and replaced.